Event description:
It was reported during an a/v access case in the cephalic vein, the stent failed to deploy. The entry site was the basilic vein. The procedure was done sheath less and a 0.035 hydrophilic guide wire used. The tracking anatomy was not tortuous. The tracking vessel was not calcified. The user did not have difficulty when advancing the delivery system to the target lesion nor did the user meet resistance when tracking the delivery system to the target lesion. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspections of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation to date. Based on the information received, the results are inconclusive and the root cause of the event is unk. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.